Event description:
It was reported that the patient received a durom acetabular component 52/46 code l on an unknown date and underwent a revision surgery on (B)(6) 2013, due to infection. Further the following was reported by the surgeon: "the only reason for the revision surgery was the infection. A prostelac was implanted and the reimplantation of the implants is scheduled in 6 weeks. The cup and the stem were well integrated. The cup had to be removed with the explant long blade 57."

Manufacturer narrative:
The manufacturer did not received device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 -6 or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the patient. Based on an extensive investigation of events reported from several user facilities outside the u.s. , zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional information be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).